Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, the patient had a fall in the hospital. It was determined the lead had dislodged as a result. Surgical intervention was performed to explant and replace the lead with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.